Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(4). The ventilator was investigated on site and the o2 and the air gas module was replaced and returned for investigation. Evaluation of the received device logs shows that the matching event on january 9 during the time period 12:29 to january 9 13:45. If this condition occurs during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected and alarms will be activated to the condition. Based on the replaced part and device logs our conclusion is that the alarm for low o2 concentration was caused by the nozzle unit, that did not performed as expected.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator alarmed for low o2 concentration during patient treatment. There was no patient harm. (B)(4).